Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customers blood glucose was 33 mmol/l. The customer's current blood glucose was 17 mmol/l. The customer did experienced the symptoms such as headache, abdominal pain and vomiting. The customer was treated with insulin pump and insulin drip. The insulin pump was on auto mode at the time of incident. Customer stated loss of communication between transmitter and insulin pump. No further patient complications were reported.